Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server-side change tracking was not properly enabled and was later reset, which caused loss of tracking history. As a result, the station remained at an outdated sync version (0) while the server had moved to a higher version (4), leading to sync failure. A technical support specialist enabled change tracking on station as per the knowledge article, change tracking is not enabled on required tables and reinitialized the station database by dropping and rebuilding it to reset the sync state. After recovery, data sync resumed successfully and change tracking versions updated normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with electronic privacy information center (epic), was placed in critical override, and all patients were not crossing over to the device, resulting in grayed out fields and inability to operate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.